Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic post procedure, noise was observed on the atrial lead. The physician suspected lead fracture. No intervention has been done as the lean remains implanted and will be monitored. The patient was stable and will continue to be monitored.